Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding use of a 3/5 notch punch with a size 6 femoral notch guide was reported. The event was not confirmed. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the reported event was caused by user misuse. Although the surgical protocol specifies a 7/9 notch should be used with a size 6 femoral notch guide, the surgeon used a 3/5 notch punch.

Event description:
It was reported that #3-#5 punch was used for #6 femoral notch guide during operation. The notch guide cut into the femoral bone. Distal lateral area of the femur sank about 5mm. Distal medial area of the femur was lacked about 2mm. Lack was covered with bone cement. The surgeon pointed out the lack of the engraved marking of #6 for the punch.

Event description:
It was reported that #3-#5 punch was used for #6 femoral notch guide during operation. The notch guide cut into the femoral bone. Distal lateral area of the femur sank about 5mm. Distal medial area of the femur was lacked about 2mm. Lack was covered with bone cement. The surgeon pointed out the lack of the engraved marking of #6 for the punch.